Event description:
It was reported that the patient underwent a revision surgery for an unspecified penile prosthesis. During the intervention a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.